Event description:
It was reported to philips that the unit would not power on, then tried to power on by itself. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer indicated that with alternating current (ac) power connected the amber light emitting diode (led) is illuminated in the power switch and the battery led is flashing. The customer stated that the unit now powers on as expected. The customer stated that the event log shows that the vent was last used (B)(6) 2021 and was operating on battery power. The unit had not been plugged in since to allow the battery to charge and recent power on attempt was on battery power. The battery manufacture date is 2013. The philips remote service technician advised the customer to replace the battery and provided part identification.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.